Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running low too often, about 3 or 4 times a year. The customer woke up on the day of the report with a low blood glucose 39 mg/dl. The customer treated with food and juice and was able to bring up the blood glucose to 130 mg/dl. The insulin pump was not returned or replaced.